Event description:
It was reported that during a lap appendectomy procedure the doctor placed the device on the appendix, closed and fired. The device cut, but the staples did not form. Another cartridge was pulled and the case was completed. The stapler has been returned with tissue and staples in it. There was no adverse patient consequence.